Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate of 50 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support explained that this could occur due to large variance in measured pressures used to calculate remaining insulin and that fill estimate would resume counting down once actual insulin amount matched static value, and customer understood and acknowledged this guidance.